Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil stabbing her after it broke') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (got essure removed). Essure was removed. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and device breakage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- abdominal pain lower . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil stabbing her after it broke') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (got essure removed). Essure was removed. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and device breakage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.